Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a b30 (scope communication error) during a diagnostic endobronchial ultrasound (ebus) procedure. A field service engineer (fse) tried to connect another scope to the tower which also displayed b30 error code, however, the image was shown, and the intended procedure was completed. It was noted that there was a delay of 20-25 minutes. There were no reports of patient harm/injury.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, h2, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.